Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for an implant. During the procedure, the patient had left atrial appendage (laa) perforation mid-procedure from difficulty in implanting the device. A pericardial effusion was observed circumferential and lead to cardiac tamponade caused by the 28mm amulet device. Pericardiocentesis was performed but did not successfully resolved the perforation. Patient was sent to or and laa was surgically ligated. Puncture wound at the roof of the laa, identified in surgery. The cause of the perforation was due to suspected distal pin puncture or recapturing of canted device may have caused lacerations by stabilizing wires. The patient received 4 units of blood. Heparin administered during the procedure, and the patient's activated clotting time (act) levels was greater than 250. The patient was giving protamine during procedure to reverse the heparin. An laa perforation was reported post ligation. No treatment was provided. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
An event of heart block (second degree heart block) during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of left bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the patient went into second degree heart block as a result of the pre-implantation balloon-aortic valvuloplasty (pre-bav) and occurred prior to the valve being introduced into anatomy. Based on all available information, the reported event appears to be related to procedural conditions (pre-bav). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of perforation, pericardial effusion, cardiac tamponade, and hemorrhage/blood loss/bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient had an laa perforation mid-procedure from difficulty in implanting the device. A pericardial effusion was observed circumferential which led to cardiac tamponade and pericardiocentesis was performed. However, it was not successfully resolved the perforation. The cause of the perforation was due to suspected distal pin puncture or recapturing of canted device may have caused lacerations by stabilizing wires. Based on the information received, the cause for the reported perforation, pericardial effusion, cardiac tamponade, and hemorrhage/blood loss/bleeding appeared to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.